Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) extreme hypoglycemia [hypoglycaemia] patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not [incorrect dose administered by device] issue at np4 - patient's np4 injected the insulin without the dose counter rotated back to zero) [device issue] patient took her dose 3 times (mixtard penfills) due to issue at np4 [wrong technique in device usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "extreme hypoglycemia (hypoglycemia)" with an unspecified onset date, "patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not(incorrect dose administered by device)" with an unspecified onset date, "issue at np4 (patient's np4 injected the insulin without the dose counter rotated back to zero)(device component issue)" with an unspecified onset date, "patient took her dose 3 times (mixtard penfills) due to issue at np4(wrong technique in device usage process)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "diabetes mellitus", patient height, weight and body mass index were not reported. Dosage regimens: novopen 4: mixtard 30 hm penfill: current condition: diabetes mellitus (type and duration not reported). On an unknown date, the patient was hospitalised due to hypoglycaemia and had to take a sugary water. The patient had taken her dose three times because of an issue with the novopen4 device, where the np4 injected the insulin without the dose counter rotating back to zero (the patient injected herself 3 times because patient was not sure whether patient took her dose or not). Hospitalisation details (duration and dates) were not reported. Batch numbers: novopen 4: pvgeh07 mixtard 30 hm penfill: requested action taken to mixtard 30 hm penfill was not reported. The outcome for the event "extreme hypoglycemia(hypoglycemia)" was not reported. The outcome for the event "patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not(incorrect dose administered by device)" was not reported. The outcome for the event "issue at np4 (patient's np4 injected the insulin without the dose counter rotated back to zero)(device component issue)" was not reported. The outcome for the event "patient took her dose 3 times (mixtard penfills) due to issue at np4(wrong technique in device usage process)" was not reported. Reporter's causality (novopen 4) - extreme hypoglycemia(hypoglycemia) : unknown patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not(incorrect dose administered by device) : unknown issue at np4 (patient's np4 injected the insulin without the dose counter rotated back to zero)(device component issue) : unknown patient took her dose 3 times (mixtard penfills) due to issue at np4(wrong technique in device usage process) : unknown company's causality (novopen 4) - extreme hypoglycemia(hypoglycemia) : possible patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not(incorrect dose administered by device) : possible issue at np4 (patient's np4 injected the insulin without the dose counter rotated back to zero)(device component issue) : possible patient took her dose 3 times (mixtard penfills) due to issue at np4(wrong technique in device usage process) : possible reporter's causality (mixtard 30 hm penfill) - extreme hypoglycemia(hypoglycemia) : unknown patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not(incorrect dose administered by device) : unknown issue at np4 (patient's np4 injected the insulin without the dose counter rotated back to zero)(device component issue) : unknown patient took her dose 3 times (mixtard penfills) due to issue at np4(wrong technique in device usage process) : unknown company's causality (mixtard 30 hm penfill) - extreme hypoglycemia(hypoglycemia) : possible patient's np4 injected the insulin without the dose counter rotated back to zero, patient was not sure whether patient took her dose or not(incorrect dose administered by device) : possible issue at np4 (patient's np4 injected the insulin without the dose counter rotated back to zero)(device component issue) : possible patient took her dose 3 times (mixtard penfills) due to issue at np4(wrong technique in device usage process) : possible the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated preliminary manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached.

Event description:
Case description: investigation results: novopen 4, batch number: pvgeh07 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Since last submission the case have been updated with the following; -investigation results updated for novopen 4 in qc comment and qc results -final reported unticked and expected date of follow-up report removed from EU/ca -bcdg codes updated in device addendum -malfunction and is non-reportable updated to no -narrative updated accordingly. Final manufacturer comment: on (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. With available limited information, hypoglycaemia could be attributed to additional dose of insulin administered due to device malfunction. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary investigation results: novopen 4, batch number: pvgeh07 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.